Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge boot tests was not performed due to the display being frozen. Pictures were taken. A receiver boot test was performed and failed due to the receiver display being frozen. Functional tests were not performed due to the receiver display being frozen. The receiver log was not downloaded and reviewed due to the receiver display being frozen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.